Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 on a patient with a very short anterior leaflet, pronounced secondary chordae tendineae, and pre-existing tendon rupture. Mitraclip ntw clip delivery system (cds) (51028a1090) was prepared per the instructions for use (IFU). However, during preparation of the cds, the clip could not be closed after inverting. It then suddenly jumped open to 30 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. A second clip, a mitraclip ntw (51028a1075) was then prepared, inserted, and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed from the patient. The procedure was discontinued with no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure.